Manufacturer narrative:
Investigation result: the reported corsair pro microcatheter and gaia second guide wire were returned for evaluation. The corsair pro had a slight bend at the tip. Tip separation was not confirmed. No other noticeable damage was observed. The gaia second had its coil wire loosened at the mid solder set at 45mm from the tip. Wire fracture was not confirmed. The loosened coil would look like a gap in the coil under fluoroscopy and therefore it could be misinterpreted as wire fracture. Conclusion (root cause): based on investigation outcome of the returned corsair pro and gaia second, it was presumed that torsion generated in attempts to cross the cto had most likely contributed to the observed loosening of the coil of the gaia second. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped in the cto, loosening the coil and the loosened coil was probably misinterpreted as wire fracture. As for the bend observe on the tip of corsair pro, it was likely attributed to bending stress generated with catheter manipulation made in attempts to cross the cto. It was concluded that damage observed on either of the returned devices was unlikely to cause or contribute to the previously suspected adverse patient effect even if it were to recur; therefore, this event was considered not reportable. No CAPA will be taken. Instructions for use (IFU) states: [malfunctions and adverse effects]: bend.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified, moderately tortuous, chronic total occlusion (cto) in the right coronary artery (rca). At the beginning of the procedure, the operator realized that something was not working correctly with an asahi gaia second guide wire. He pulled out the wire and noticed that the guide wire had cut off the concomitant corsair pro microcatheter or had been cut off inside the corsair pro. He changed for a new guide wire and new microcatheter and did the procedure perfectly. Corsair pro: MFR report # 3003775027-2021-00096. Gaia second: MFR report # 3003775027-2021-00097.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that tensile stress generated with wire removal had likely contributed to the reported separation of the corsair pro microcatheter. Both devices were likely fused due to deformation of the coil of the guide wire or the tip of the microcatheter caused by repeated rotations made in attempts to cross the cto which was likely trapping the tip of the devices at the time. Therefore, upon wire removal, the applied tensile stress became localized and exceeded the product design limit, shearing the catheter tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi corsair pro microcatheter had detached during a percutaneous coronary intervention (pci) to treat a moderately calcified, moderately tortuous, chronic total occlusion (cto) in the right coronary artery (rca). At the beginning of the procedure, the operator realized that something was not working correctly with an asahi gaia second guide wire. He pulled out the wire and noticed that the guide wire had cut off the corsair pro. He changed for a new guide wire and new microcatheter and did the procedure perfectly. Gaia second: MFR report # 3003775027-2021-00097.